Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h3- device was discarded a ship history record review was completed for lots 25149691, 25149512, and 25149635 ; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Clinician noticed curly white stringy materials were on the jaws. Clinician retrieved all and removed from patient. Procedure was completed at that time. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Clinician noticed curly white stringy materials were on the jaws. Clinician retrieved all and removed from patient. Procedure was completed at that time. The hospital did not report any patient effects.